Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, when the stent cover was removed, the stent was stripped off from the balloon. The device was not entered into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.